Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The customer is reporting that this unit has shut down unexpectedly in two separate procedures. "Twice today the PICC machine has shut down with battery power still left. First time after I was already done with a line. Second time was during a line insertion." This file is for the first event occurrence.